Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The following day, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with inj (injection). Fortum (250 milligrams, duration, frequency and route not reported), injection reflin (250 milligrams every bag, duration, frequency and route not reported) and injection amikacin (50 milligrams once a day, duration, route not reported) for peritonitis. The outcome of the event is unknown. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.